Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a sudden loss or change of therapy. She had been in pain since the night prior to (B)(6) 2016 because she could not pass her urine. She thought therapy was off since then as well and she was not feeling stimulation. The patient was unable to increase stimulation with the programmer because therapy was off. She was able to connect with her programmer, turn stimulation on, and increase it to a comfortable level. She intended to follow-up with her healthcare provider (hcp). The patient later reported that the circumstances that led to the symptoms were that she had been hospitalized four times back to back with heart failure and chronic obstructive pulmonary disease (copd). In the meantime, she first catheterized and then found the remote batteries ran out and she did not know it. Her doctor wanted to see the remote and found the batteries were dead, which led to this situation. New batteries were put in and the manufacturer helped her on the phone to get it working. The pain and inability to pass urine was resolved. The patient¿s indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.